Event description:
The nurse educator called regarding a keyboard anomaly. At the time of the call, the customer was unavailable. It was indicated that there is intermittent response to button pressing. The educator was advised the another pump can be sent out. It was conveyed to have the customer call back to do further troubleshooting. Later on that day, the customer called back and stated that the buttons are not responding properly. In addition, the batteries are lasting about three weeks. The customer was hospitalized for hbgs and wants the pump replaced. No further details.